Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ¿telemetry issues.¿ it was noted the patient also experienced a power on reset (por) message. The patient noted their pain had previously ¿resolved¿ and that she ¿didn¿t need to use stimulation.¿ the patient further noted she had last felt stimulation ¿over 12 months¿ prior to report and had last charged ¿about two years¿ prior to report. It was reported the patient ¿had spinal surgery recently and had new pain on the other side of her body and the patient was hoping her stimulatory system could address her new pain.¿ it was further reported the patient was ¿in a lot of discomfort¿and had ¿bad back pain¿ at the time of report and ¿needed to go home¿ before the end of her appointment with her manufacturer representative. It was noted the manufacturer representative was ¿unable to open up the implantable neurostimulator (ins)¿ while the patient was in the office and that the patient was ¿doing it at home¿ at the time of report. Additional information stated an overdischarge was confirmed. It was further stated the patient had chosen ¿not to continue charging the ins¿ after the pain she was implanted for ¿was no longer bothering her.¿ it was noted the manufacturer representative was unable to interrogate the patient¿s ins with the physician programmer. It was further noted that a physician mode recharge (pmr) was initiated and that thepatient ¿refused to stay in the office for the hour¿ the pmr required and stated ¿my back pain is too much for me to stay here an hour.¿ the patient was reported to have left the office/appointment against the advice of the attending manufacturer representative and to have ¿left the recharger belt on.¿ the patient was called an hour after the first pmr was initiated and talked through attempting to recharge the ins. It was noted the recharge attempt was ¿unsuccessful.¿ it was reported the patient then attempted two additional pmrs that were each followed by ¿no success at normal recharging.¿ additional information showed the patient had their device replaced on (B)(6) 2013. The replacement was successful and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)